Event description:
The customer reported while working in the yard he was sweating and the insulin pump got moisture as well alarmed button error, and the keypad was not responding. The blood glucose reading was 220mg/dl. The caller mentioned that the device was exposed to water. While troubleshooting, the customer stated that he had issues with the keypad while it was wet. The customer was at a work picnic and bolused himself 4.0 units; the up and down button worked, but the activate button was unresponsive. Then he was able to program a bolus, but the buttons were working intermittently for a while. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the act and down arrow buttons did not respond due to corroded keypad traces. No button error alarm noted. No moisture damage on electronic assembly observed. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.